Manufacturer narrative:
No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumor resection procedure. It was reported that the site was troubleshooting an old camera that was on the system that went down prior to registration. The issue was that the camera cart from the site¿s other navigation system was swapped out unknowingly and replicated similar behavior to a previous case. Swapping the camera cart with the one originally tied to this system resolved the issue. This issue was found prior to registration and there was no reported delay to the procedure. There was no reported patient impact.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Hardware parts were replaced and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumor resection procedure. It was reported that the site was troubleshooting an old camera that was on the system that went down prior to registration. The issue was that the camera cart from the site¿s other navigation system was swapped out unknowingly and replicated similar behavior to a previous case. Swapping the camera cart with the one originally tied to this system resolved the issue. This issue was found prior to registration and there was no reported delay to the procedure. There was no reported patient impact.